Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an emerge balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There were numerous kinks. There was contrast and blood in the inflation lumen and balloon. The balloon was loosely folded. Microscopic inspection revealed tip damage. The device was soaked in a water bath for seven days to loosen the blood and contrast in the device. The device was prepped with an inflation device filled with water and connected to the inflation port to inflate the device. There was a pinhole at the marker band. There was no marker band damage detected. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that balloon rupture occurred. The 80% stenosed target lesion was located in the mid left anterior descending artery. A 1.50mm x 15mm emerge balloon catheter was advanced but failed to cross the lesion. The balloon was noted to be torn by the vascular lesion. The procedure was completed with another of the same device. No patient complications were reported and patient status was stable.

Event description:
It was reported that balloon rupture occurred. The 80% stenosed target lesion was located in the mid left anterior descending artery. A 1.50mm x 15mm emerge balloon catheter was advanced but failed to cross the lesion. The balloon was noted to be torn by the vascular lesion. The procedure was completed with another of the same device. No patient complications were reported and patient status was stable.